Manufacturer narrative:
(B)(6). Date of event is unknown. Additional classification code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record review was performed for the subject device: part: 02.127.211, lot: 9947284, manufacturing site: (B)(4), release to warehouse date: 13. May 2016. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a proximal tibia revision surgery performed on (B)(6) 2018 for removal hardware proximal tibia plate due to pain. The one (1) proximal tibia plate, four (4) 3.5 mm variable angle locking screws, and three (3) 3.5 mm cortex screws were removed whole and intact. The original surgery was performed on (B)(6) 2017. The revision surgery was successfully completed. No surgical delay or patient harm were reported. Patient outcome was reported as complete. This is report 1 of 3 for (B)(4).